Manufacturer narrative:
Correction: d7 - date of explant: in initial report, (B)(6) 2020 should have been entered.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer reference number: 3006705815-2020-31886. It was reported that, after trial implant surgery on (B)(6) 2020, patient experienced soreness from the procedure. As a result, the leads were removed later the same day. The soreness resolved.